Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the ventilator's display screen was found to be defective. The ventilator's system board was replaced to address this issue.

Event description:
The manufacturer received information alleging a ventilator's display screen is defective. There was no harm or injury reported.